Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the brachial artery. The 100% stenosed lesion being treated was located in the severely calcified superficial femoral artery. The 2mm x 20mm x 143cm sterling es monorail balloon dilatation catheter was advanced to the target lesion for pre-dilation when the balloon ruptured at 4 atm on the initial inflation. The procedure was completed with a different device, followed by a stent being placed. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)